Event description:
Reportable upon analysis completed on 01dec2022. It was reported that the spring tip unraveled. An amplatz-pi guidewire was selected for use to perform a transjugular intrahepatic portosystemic stent shunt (tipss). During the procedure, the spring tip unraveled. A new amplatz-pi guidewire was selected and used to complete the procedure. There were no patient complications. However, analysis revealed that the core wire had detached.